Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: exact event date is unknown. Date of the article published was used. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported to boston scientific via the 76th annual meeting of the west japan urological association held in november 2024 at the saga university that a prospective study was conducted in order to conduct a clinical review of the water vapor energy therapy (wave) cases performed at their hospital. The study occurred with 66 patients from (B)(6) 2022 to (B)(6) 2024. It was mentioned that patients' complications included one case of urinary tract infection, six cases of urinary retention after catheter removal, and one case requiring hemostasis, an additional surgery performed to stop bleeding. Additionally, one case of catheter placement difficulty due to a pseudo ureter in the prostate region was observed. One case experienced difficulty in catheter insertion due to irregular shrinkage of the prostate. No further patient complications were reported.